Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent deformation occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 3x28mm, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery. The lesion contained more than 45 and less than 90 degree bend. Following pre-dilation with a 2.0x20mm balloon, a 20 x 2.50mm promus premier was successfully implanted. However, during post-dilation by a non-bsc balloon, it was noted that the proximal end of the stent got deformed. The procedure was completed with additional stent implant to resolve the stent deformation. No patient complications were reported.